Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during a pci procedure, the sds/balloon burst at 8 atm. The target lesion was the lad which was reported to not be calcified or tortuous. The sds was withdrawn and the stent was post-dilated successfully using a medtronic balloon. The procedure was completed successfully. There was no reported pt injury. There is no add'l info available.